Manufacturer narrative:
Continued d.4 lot number: 23b42c. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: keller funnel didn't have any lubricant coating on the inside of the funnel and the device couldn't be pushed thru, "this was the initial use of the funnel. The implant will not slide, it was done correctly, the lubricant did not activate. The surgery was successfully completed using a backup funnel using a different keller funnel". No other information was provided.

Event description:
Company representative reported on behalf of healthcare professional "keller funnel didn't have any lubricant coating on the inside of the funnel and the device couldn't be pushed thru" this was the initial use of the funnel. The implant will not slide, it was done correctly, the lubricant did not activate. The surgery was successfully completed using a backup funnel using a different keller funnel. No other information was provided.

Event description:
Company representative reported on behalf of healthcare professional "keller funnel didn't have any lubricant coating on the inside of the funnel and the device couldn't be pushed thru" this was the initial use of the funnel. The implant will not slide, it was done correctly, the lubricant did not activate. The surgery was successfully completed using a backup funnel using a different keller funnel. No other information was provided.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26/jul/2024.

Manufacturer narrative:
Device evaluation: the category/subcategory of mechanical issue - lubricity was verified since the interior surface of the funnel was not observed to be lubricious during the coating evaluation. A lubricity/ functional evaluation was not performed since the interior surface was not observed to be lubricous. The probable cause for the interior surface of the funnel to not be sufficiently lubricious is unknown; however, a manufacturing error is suspected. Abbvie device quality assurance (dqa) was notified of the condition of the sample. Per discussion and review with dqa, the current complaint sample is associated with keller funnel batch 23b42c. A recall for keller funnel batch 23b42c was initiated by formacoat. No further evaluation is required.

Event description:
Company representative reported on behalf of healthcare professional "keller funnel didn't have any lubricant coating on the inside of the funnel and the device couldn't be pushed thru" this was the initial use of the funnel. The implant will not slide, it was done correctly, the lubricant did not activate. The surgery was successfully completed using a backup funnel using a different keller funnel. No other information was provided.